Event description:
The customer reports that the ventilator failed to cycle while connected to a pt. There was no pt injury.

Manufacturer narrative:
The device was returned to siemens for evaluation. The cause of the reported problem was determined to be a broken pc board, pc764. The pc board was replaced and the device functioned within specifications.